Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: during evaluation, boluses were performed successfully. The issue of inadvertent delivery of insulin was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inadvertent infusion issue. The pump user inadvertently delivered more insulin than intended due to keypad buttons sticking when the patient attempted bolus delivery. No medical treatment was required as a result of the inadvertent infusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.